Manufacturer narrative:
Correction: b1: event is reportable for adverse event only and not product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-11-13 (B)(4) information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had their ins removed and the lead was left behind. The caller had no further details, and the patient was not in office to ask questions. No further complications were reported or anticipated. No symptoms were reported. 2020-jun-03 (B)(4): additional information received from a healthcare provider (hcp). It was reported that an x-ray indicated a lead fragment was implanted and that it looked like a bracelet or "links." The hcp offered conflicting information as they said they had a trial that didn't work and they never had a permanent implant placed. However, records show the patient had a ins implanted in 2011. Clarifying information stated that the ins was removed on (B)(6) 2017, but the leads remained implanted. The ins was explanted because every time stim was turned on, the patient had pain in her back. It was unknown when this started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had their ins removed and the lead was left behind. The caller had no further details, and the patient was not in office to ask questions. Additional information received from a healthcare provider (hcp). It was reported that an x-ray indicated a lead fragment was implanted and that it looked like a bracelet or "links." The hcp offered conflicting information as they said they had a trial that didn't work and they never had a permanent implant placed. However, records show the patient had a ins implanted in 2011. Clarifying information stated that the ins was removed on (B)(6) 2019, but the leads remained implanted. The ins was explanted because every time stim was turned on, the patient had pain in her back. It was unknown when this started.